Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt alarms. The patient reported that there was also damaged wires at the belt connection and a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms / damaged wires / code 204) has been confirmed. As received, the trunk cable connector was cracked and the green (+3.3v) wire was open. The cause of the check belt alarms and code 204 is the damaged wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.